Event description:
It was reported that pump displayed malfunction alarm code malf 1 with fault ID and that malfunction recurred even after being reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before returning it with prepaid label within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.